Event description:
It was reported the patient experienced ineffective stimulation due to high impedances on all contacts. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event of loss of therapy, high impedance on all contacts was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.